Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging total memory loss. The reporter alleged checking the settings and date/time were correct; the meter memory had not been cleared with the software. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.